Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-01515. It was reported the patient's scs leads had punctured the thecal sac. It was undetermined when the issue occurred. Consequently, surgical intervention was taken, the physician repaired the dural sac and replaced the leads. Reportedly, the patient experienced a headache following the procedure, but the headache has since resolved.